Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded within the delivery system for an unknown duration. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold and expansion events cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID d-evprop34 (lot: 0012443480); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop34 (lot: 0013138576); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, an evolut pro+ 34 mm transcatheter aortic valve was loaded into a delivery catheter system (dcs) and fluoroscopic assessment identified frame overlap within the third node. This was considered acceptable for implantation and valve deployment was initiated; however, during implantation, suboptimal expansion with infolding of the valve frame was noted. After the infolding was assessed, the valve was recaptured into the dcs and withdrawn from the patient. Both the valve and the dcs were replaced. A new evolut pro+ 34 mm valve was prepared in a new dcs, and fluoroscopic verification showed an appropriate load without frame overlap. The procedure was completed successfully without further issues. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that a procedural delay occurred. Per the physician, there was nothing of note about the anatomy that could have contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.